Manufacturer narrative:
(B)(4). The lot number of this instrument was included in the voluntary recall issued on (B)(6) 2004. Although the instrument has not been returned for investigation; the reported condition is similar to those devices that had the torsion spring out of position. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.

Event description:
Reportedly, on operating, squeezed the handle completely and fired but open the jaw then confirmed the staples would not be fired at all. Procedure: low anterior resection.